Manufacturer narrative:
(B) (4). Pt info requested and all available info is included. This report was filed by the MFR. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.

Event description:
Customer reported "when using clamp to clamp up IV tubing, either tubing cracked or was punctured by the clamp. Also, when roller clamp closed, still often get some fluid flow". No pt harm reported. No additional info was available.